Manufacturer narrative:
Date initial report sent: 11/05/2009.

Event description:
Procedure: excision of fat necroses, right reconstructive flap. According to the report: during the surgical procedure, this small clip applier lacerated vessels. The instrument's jaws appeared twisted and asymmetrical, and did not open as wide. The clip applier essentially lacerated the vessel, but this damage was controlled with another clip applier. A similar device was used during the procedure.